Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer was experiencing elevated blood glucose (bg) levels that ranged between 350-455 mg/dl. Customer alleged that the pump was not properly delivering insulin. Reportedly, the customer continued to use the pump for insulin therapy.